Manufacturer narrative:
H6: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same patient as MFR report # 6000089-2006-00909. Same case as MFR report #: 6000089-2006-02462 .it was reported that 649 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a target vessel reintervention. The index procedure identified and treated three target lesions. Target lesion one was a de novo, 70% stenosed, 2.5x15mm lesion of the distal circumflex (cx) and was treated with predilation and placement of a 2.5x24mm taxus express2 drug eluting stent. Target lesion two was a de novo, ostial, type d bifurcation of the left main coronary artery (lmca) which was 60% stenosed, mildly calcified, and measured 3.0x16mm. Target lesion was treated with predilation and placement of a 2.5 x 24mm taxus express2 drug eluting stent. Target lesion three was located in the ostial proximal cx and bifurcated with the lmca. Target lesion three was 60% stenosed, mildly calcified and measured 3.0x16mm. Target lesion three was treated with predilation and placement of a 3.0x24mm taxus express2 drug eluting stent. The bifurcation of target lesions two and three was post dilated using a kissing balloon technique. The patient was discharged the following day on asa and plavix. Three mos later, the patient had a reintervention of the lmca stent which was treated with placement of a taxus express2 drug eluting stent. The patient experienced a target vessel reintervention 649 days following the index procedure due to in stent restenosis. The restenosis was reported as focal, proximal edge restenosis of the proximal cx stent and was treated with balloon angioplasty.